Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: please find information from index and revision surgeries of a right total knee. Revision was due to patella femoral pain. The patella was resurfaced and it was decided to increase insert thickness to add stability.